Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss over one hour occurred. Product has been received, but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.